Manufacturer narrative:
Evaluation by a stryker technician indicates a lack of maintenance by the user as there was no lubrication, which is required per the maintenance manual.

Event description:
It was reported the brakes were not operating to specification.